Event description:
The patient was last evaluated in the device clinic about a week ago after his device started beeping. At that time, the sensing integrity counter, and right ventricular (rv) lead impedance warning alarms were sounded. There was concern about the integrity of the rv lead. Prior to this, he has had no episodes. The dual coil medtronic ICD and fractured right ventricular lead were explanted.